Event description:
Received an electronic report from a hemodialysis user facility who reported an event. It was reported that the dialysis treatment started at 0655 and at 0750 a large amount of blood on the machine and surrounding floor area was detected. Upon inspection, it was found that the venous transducer monitoring line disconnected from the machine, resulting in blood running out the system. Once detected, saline was given to the pt and the blood that was contained in the bloodlines was returned back to the pt. Upon clinic investigation, blood pressure checks were done at 0730 and 0737 at which time there was no blood leakage. The venous monitoring line had become disconnected between 0737 and 0750. The total blood loss based on a visual observation was estimated to be 1 liter. The pt required immediate ambulance transfer to the emergency room for eval. The pt was admitted. The rn manager reported that after the incident was detected, they were able to re-screw the venous leur lock back on and attach it to the machine without difficulty and the rn said they then gave saline and returned the blood once it was re-connected. She said it either became loose or was possibly bumped that caused it to disconnect. The rn also stated there is nothing wrong with the lines, as they were able to re-screw the connector tightly without incident and return the blood and that they tested the line. The pt is reportedly okay. The pt received 2 units of packed red blood cells and was discharged to home in 2008. The sample is available for an eval.